Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11468, 1627487-2012-11469. The patient received two leads with the same lot number. It was reported the patient had received the charging notification letter, and her husband called to report the scs was explanted sometime after implant. It was reported the patient did not like the stimulation pattern she received. In addition, it was reported there was heating experienced while charging the ipg. The exact month and date of the system explant was unknown. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory, and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.